Manufacturer narrative:
The investigation determined that a patient sample ID was mis-associated with the incorrect sample when using the vitros 5600 integrated system. An incorrect sample identification number, (sid) was associated with one individual patient sample. The root cause of the event was determined to be user error; the analyzer was operating as intended. The customer used a manually programmed tray/cup without ensuring that the previous program associated with the respective testing location was processed to completion or deleted prior to reuse.

Event description:
The customer reported that a patient sample ID was mis-associated with the incorrect sample when using the vitros 5600 integrated system. No mis-associated results were reported out of the laboratory. However, patient sample results miss-associated with the incorrect patient could lead to inappropriate physician action if occurred undetected. There was no report of harm to any patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).